Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in a procedure. According to the complainant, the cut wire split outside the tip of the tome. There were no reported user injury nor patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Visual examination of the returned device revealed that the working length was damaged, the distal pierced hole (tome's extrusion) was found torn, therefore this last condition displaced the cutting wire causing the wire anchor to be dislodged from the extrusion. The distal tip was found split; however, the cutting wire was not broken. It was found during investigation that the cutting wire was not broken; however, the wire anchor was found to be dislodged. According with the information reviewed in this case there is no evidence of manufacturing issue or mishandle of the device. This type of damage is associated with a known design limitation of the device in which under certain scenarios of usage the catheter can tear, this is an anticipated failure mode within the risk documentation of the product. The most probable cause for this complaint will be assigned as design inadequate for purpose, since the problems traced to design/design features of the device that do not support or interfere with the intended purpose of the device. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a hydratome rx 44 was used in the ampulla during an endoscopic retrograde cholangiopancreatography ((ercp) procedure performed (B)(6) 2018. According to the complainant, during the procedure, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second hydratome rx 44, using the same generator and active cord. There were no user injuries nor patient complications reported as a result of this event.